Event description:
The hosp reported that during a coronary artery bypass procedure, the aortic cutter did not cut all the way through and the device did not fire completely. The same device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Items marked "ni" are currently unk. We have f/u with the hosp to obtain the lot number. The hosp provided two different lot numbers (25046014 and 25041610) but was unable to specify which lot was related to the reported complaint. A lot history record review was completed for both of the reported product lot numbers. There were no nonconformances recorded in either of the lot histories. (B)(4).